Event description:
Patient reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient additionally reported pain, autoimmune symptoms and arthritis not related to the device. Health care professional reported capsular contracture, baker grade iii. Healthcare professional also reported ¿hair toxicology test which identified the patient had exposure to phenol¿ and "breast implant illness" which are not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.